Event description:
Prior to use in the patient, the assistant dropped the vrd system. There was no patient injury and the device will be return for analysis. Addendum (B)(4) 2012: analysis of the product found that the distal tip was stretched. No further information regarding the event has been provided in response to investigational efforts; it is not known if there was any difficulty removing the device from the packaging or dispenser hoop or whether there were any damages to the device noted prior to return.

Manufacturer narrative:
One non-sterile enterprise was received in a plastic bag. A kinked condition was observed on the core wire at 3.9cm and 3.5cm from tip end; also a 1mm section of the coil tip was unraveled at 3.4cm from tip end. The introducer tube was received for analysis and no visual evidence of damage was observed. The stent was not received for analysis. The kinking and unraveled condition found in the core wire could be related to the shipping and/or storage of the sample. The unit was inspected under microscope and no other damages were noted. Functional analysis could not be performed due to the stent was not received for analysis. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10106134. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The reported event of stent- deployment difficulty-premature/prior to use was confirmed according to the observed conditions; however, it could not be evaluated since the stent was not received for analysis. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment. It cannot be determined if the damage to the returned delivery wire occurred during the process of removing from the dispenser or whether it occurred post procedural use due to packaging/return. Based on the available information and the DHR review, there is no indication that the reported events are related to the device design or manufacturing process. The instructions for use outlines to grasp the proximal end of the introducer and delivery wire at the point where it exits from the introducer. It outlines to hold the wire and introducer together to prevent stent movement. It should be confirmed that the delivery wire does not move relative to the introducer during removal of the device from the dispenser hoop. Product mishandling may have contributed to the reported event and condition of the returned component. Therefore, no corrective action will be taking at this time.